Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 420 mg/dl at the time of incident and the current blood glucose level was 176 mg/dl. The customer declined to troubleshoot for high blood glucose value. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated infusion set cannula was bent. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not returned for analysis.